Event description:
On (B)(6) 2013: customer reports via phone the injector was reported to have started the injection without request from user. The injector started to deliver contrast media while user was changing parameters. Console was showing injection screen, so the injection was stopped by the user. The injector was not connected to the patient. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated report that the unit started injection without receiving command from user: fse was unable to reproduce the problem and found no error codes in the error log. Fse troubleshot with lf tech support to find cause. Fse inspected all the components inside the powerhead for traces of liquid infiltration, but nothing was found. Fse replaced the remote switch and the keypad of the powerhead as a precaution and tested the unit per service checklist (B)(4).